Event description:
Everest set screw backed out 4-6 months post-op. Patient was revised.

Manufacturer narrative:
The set screw was visually and microscopically inspected. There are abrasions on the rod contact side of the set screw that are not uniform about the center of the set screw and that cover the majority of the surface. This is consistent with the connector not being properly seated. The manufacturing and inspection records were reviewed and no discrepancies were found and did not reveal any contributing information. No firm conclusions can be drawn as to the cause of the incident at this time.